Manufacturer narrative:
The complaint number corresponding to this medwatch is; (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 650-1055, biolox delta head, 785790. A 650-1066, biolox delta taper, 485520.

Event description:
It was reported that during the revision procedure, a small crack anteriorly was noted while removing the stem. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: act artic hd arcom xl 28 x 44 mm p/n xl-200150 l/n 734990. M2a-magnum recap cup 50odx44id p/n 157850 l/n 435130. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the operative notes from 22 mar 2016 noted there was one small crack anteriorly, however, this did not propagate distally. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.